Event description:
Event description cpi received information that during a routine follow up, this implantable pulse generator (ipg) was exhibiting the elective replacement past (erp) indicator and was pacing in the vvi mode. The erp was cleared and the ipg was reprogrammed. The ipg was again found in the erp vvi mode at a follow up the following month. The erp was cleared and the ipg reprogrammed. When the patient presented for follow up two months later the ipg was again exhibiting erp-vvi. The physician elected to explant the ipg.